Manufacturer narrative:
Diopter: -14.00/1.50/x171. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 -14.00/1.50/x171 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. Excessive vault with significant reduction of indo-corneal angles. Icl remains implanted. Surgery is pending to explant and replace with another icl.

Manufacturer narrative:
Product evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found the lens haptic torn/broken/bent/deformed. (B)(4).